Event description:
A customer contacted beckman coulter regarding low amylase (amy), lipase (lip) and vancomycin (vanc) results from multiple patients that were generated by the synchron lx20pro instrument. The customer indicated that the low results were reported out of the lab. Beckman coulter has several concerns about the soundness of the concept of system failure since: only one set of patient results were provided to beckman coulter verbally. There is no record of which data set was referred to as correct. The qc results reported were erratic indicating inconsistency and incompatible with good laboratory practices (glp). No additional information regarding this event was provided.